Event description:
It was reported the patient underwent a non-related surgical procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogated the ipg and was able to restore communication after a hard reset. Therapy restored, reportedly.

Manufacturer narrative:
Date of event is estimated. It was reported that the patient broke her leg and underwent surgery for repair. Patient¿s daughter cannot connect to the generator following. Rep saw the patient and was able to restore connection through a hard reset and gave appropriate coverage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.